Event description:
The initial reporter questioned a negative result for 1 patient sample tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 601 module compared to a competitor method. The result from the e601 module was 2.0 u/ml (negative). The result from the competitor method was 22.3 mui/ml (positive).

Manufacturer narrative:
The e601 module serial number was (B)(6). The competitor method was diasorin.

Manufacturer narrative:
Calibration was acceptable. The sample was requested for investigation, however, no further information was received from the customer based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.